Event description:
It was reported that at bedside and without fluoroscopy, the md inserted the iab using a sheath. The fos would not calibrate, so the transducer was used. The md experienced trouble while removing the gw. The md removed the sheath and iab with "most of the gw". The md "cut the gw above the kink." With the needle still in the pt, the md introduced another gw and sheath. The md replaced the iab inserting it without incident. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.